Event description:
It was reported that the patient underwent a procedure at l5-s1 to treat lumbar disc herniation. It was reported that erosion seemed to have occurred between l5 and s1. The patient is asymptomatic. No revision surgery is under consideration at this moment. No bone fusion occurred.

Manufacturer narrative:
(B)(4): the device was not returned to the manufacturer for evaluation. Lateral CT reconstruction shows tlif at l5-s1. Fusion cannot be verified. Erosion and scalloping of endplates above and below spacer is noted. Sclerosis of endplates also noted.